Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem clinical diabetes specialist (cds) spoke with the customer's parent who reported that the elevated blood glucose/hospitalization may have been due to the customer jumping on the trampoline and dislodging the infusion set and dislodging the infusion set. The pump was "working fine". They plan on avoiding the back hip area during the summer. Cds provided suggestions for extra adhesion during greater physical activity. The parent also discussed the event with their healthcare provider.

Event description:
It was reported that the customer's blood glucose (bg) was 470 mg/dl. A bolus was delivered and the infusion set site was changed. However, elevated bg did not resolve. The contact alleged that the pump/supplies may have been the cause of the elevated bg; however, was unsure. The customer was hospitalized for diabetic ketoacidosis (dka) and treated with intravenous dextrose. The customer was discharged on (B)(6) 2018. Bg/dka were resolved. As the event had occurred in the past, tandem technical support was unable to determine a cause of the event and advised the customer to discuss the event with a healthcare provider.